Manufacturer narrative:
Investigation results: the visual inspection of the device showed that the black check valve was not in the luer fitting and it was missing. The reported failure confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used; however, that short port btt black inflation valve completely popped out of the device. Staff put the valve back in and completed the procedure with the second device. The hospital did not report any patient complications. This report is for the first device.